Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of "180 or 200mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed the symptoms of "clammy and sweaty"; symptoms which the patient associated with low blood glucose levels. The patient denied requiring any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.